Event description:
On the above mentioned date slcfd rescue 2 responded to a trauma call and found the pt in cardiac arrest. The pt was intubated and placement confirmed with multiple devices. On arrival at the ed and while reassessing the pt, the crew noted air coming from the pt's mouth. The rescue crew noticed that the pilot balloon was deflated and attempted to add 10cc of air and was unsuccessful. The y notified the ER physician and the pt was extubated and reintubated by the ER physician. When the et tube was removed it was found to have a ruptured cuff. This is the first reported incident with a ruptured cuff and we have been using these particular et tubes for many yrs. The product and product packaging is not available for inspection due to biohazard contamination. Diagnosis or reason for use: pt found in cardiopulmonary arrest.